Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4)

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. The pulmonary vein isolation procedure was performed using a non-sjm mapping catheter, a non-sjm introducer, and a tacticath quartz ablation catheter. After completing two wide area circumferential ablations around the right and left pulmonary veins, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient was admitted to the ccu for observation and later was transferred to surgery where a blood clot was noted around the left superior pulmonary vein; however, no perforation could be confirmed. There were no alleged performance issues with any sjm device.